Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 12/03/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The silicone insulation on the cold jaw proximal to base was observed to be peeled away, exposing the metal portion of the cold jaw. The detached silicone was not returned for evaluation. The silicone insulation on the hot jaw was observed to be intact. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip. No other visual defects were observed. Based on the retuned condition of the device, the reported failure "peeled" was confirmed as well as for the analyzed failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, part of the coating on the hp jaw broke while they were cutting, they were able to retrieve with the c ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, part of the coating on the hp jaw broke while they were cutting, they were able to retrieve with the c ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.